Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation the device was returned evaluation and upon investigation, no functional or performance issues were found. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista displayed blank screen. Patient involvement unknown.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.